Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and refractive change overtime. The lens remains implanted. Cause of the event is unknown. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the lens was later removed and replaced for a longer length lens and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove and replace are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
H6: lens was returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. (B)(4).